Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 275 units of insulin, and after delivering approximately 113-140 units, the insulin gauge remained static at 105 units. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to reload the existing cartridge.